Event description:
Customer reported that the insulin pump alarmed button error while trying to deliver a bolus. Blood glucose value is 340 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damaged keypad trace. No button error alarm. The insulin pump has minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.